Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is per the caller's report of "early march." The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The caller indicated customer received unspecified lower readings compared to readings obtained on a competitor brand meter. The customer experienced unspecified symptoms of hyperglycemia and hypertension, and presented to their healthcare provider for a check-up. The customer was diagnosed with hyperglycemia and received saline for treatment and insulin adjustments. Additional unspecified treatment was provided; however, caller declined to provide information. The customer was hospitalized for an unspecified duration. There was no report of death or permanent injury associated with this event.